Event description:
Report received of an underdelivery. The device was returned from clinical service with an unsigned note. The note was lost and the customer could not recall its contents. There was no tracking information available (nurse, patient, location). There was no reported adverse patient event. Though requested, no further information was available.